Manufacturer narrative:
D.4. Medical device expiration date: unknown e.4.initial reporter facility name: (B)(6) center h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes the tube stopper was missing. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d4. Medical device lot #: 3241845. D4. Medical device expiration date: 30-nov-2024. D10. Device available for eval- yes . D10. Returned to manufacturer on: 20-may-2024. H4. Device manufacture date: 29-aug-2023. H.6. Investigation summary: bd received a sample and three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for missing stopper was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of missing stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes the tube stopper was missing. There was no report of impact to the patient or user.